Manufacturer narrative:
Serial number is unknown. This information will be provided in a supplemental report if made available. The initial reporter is currently unknown. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The article confirms that the device which was used during the procedure is currently in use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) identified an article which indicated that one patient was infected. Currently it is not known which kind of infection. The article also mentioned that a contaminated heater-cooler system could be the cause of the infection.